Manufacturer narrative:
This report is for an unknown spine plates/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: song, k.j. Et al (2011), adjacent segment degenerative disease: is it due to disease progression or a fusion-associated phenomenon? Comparison between segments adjacent to the fused and non-fused segments, european spine journal, vol. 20, pages 1940-1945 (korea, south). The aim of this retrospective study is to determine whether fusion causes adjacent segment degeneration or whether degeneration is due to disease progression. Between february 1999 to march 2004, a total of 87 patients (54 male and 33 female) with a mean age of 54.4 years (from 38 to 67) underwent a single level anterior discectomy and fusion. Surgery was performed using a trocar (ao synthesis, diameter 7 mm) for harvesting of bone graft, then cages from competitor's device, and anterior cervical plate system (competitor's device) or the cslp (cervical spine locking plate, ao north america) system was used for anterior stabilization. The mean follow-up period was 84.8 months (from 62 to 121). The following complications were reported as follows: 38 of the 457 segments developed a radiological degenerative change: 28 of 174 segments in group a (the adjacent segment group), and 10 of the 283 segments in group b. 4 patients developed new symptoms of degenerative disease; 2 cases in group a and 2 cases in group b. In two patients (one in each group) symptoms were relieved by conservative management, and in the other two symptoms responded to surgery. 20 segments had progressions of anterior ossification formation (criteria ii): 15 in group a and 5 in group b. 4 cases had and segmental instability (criteria iii) and had degeneration at fusion levels above. 14 cases had progression of disc degeneration (criteria I): 9 in group a and 5 in group b. 13 of these 14 cases had a preoperative degenerative condition of grade I or ii. On the other hand, 7 of 20 cases showed progression according to criteria ii, and these had no preoperative anterior ossification (grade 0); 6 of these 7 cases were in group a. This report is for an unknown synthes spine plates. This is report 1 of 2 for complaint (B)(4), it captures the adverse events of adjacent segment degeneration , calcification and ossification, joint instability, newly developed radiating and myelopathic symptoms (pain & numbness) and surgical intervention.